Event description:
It was reported that the physician's hand held computer would only work while it was plugged into the wall outlet; and when it was unplugged, the hand held screen would go black. The physician indicated that the hand held does not hold a charge. A new hand held was sent to the physician and the non-working device has been sent back to MFR where analysis is underway.